Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user experienced a low blood glucose (bg) event with bg dropping to 15-16 mg/dl. After breakfast, the user reported taking a nap. User's husband was initially unable to wake her, and after 20-30 minutes, their daughter, a paramedic, helped by giving sugar packets. User did not recall symptoms and was not admitted to the hospital.